Event description:
Coil burned up, pad burned through.

Manufacturer narrative:
During technical investigation, it was found that the coil housing was deformed due to heating condition. Due to the received condition of the coil, no functional testing could be performed without opening the coil. Therefore the coil was opened and it was immediately observed that the components associated with channel a4 loop were burnt. Based on the visual inspection of circuits inside the coil, it is evident that the device experienced an over-current condition. The cause of the over-current condition could not be determined. No further analysis can be performed on the coil as it was severely damaged. Based on the available information and analysis performed, the most probable cause of failure is electronic circuit board degradation from use. Possibly causing components to lift from circuit board connections, causing voltage arcs particularly during transmit sequences.